Event description:
It was reported that the pacemaker exhibited noise reversions. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the pacemaker exhibited oversensed noise which inhibited pacing.